Event description:
On 3/19/97, the facility's materials manager contacted the MFR and reported that the device catheter had sheared and would be explanted on 3/20/97. The materials manager stated that the device would be returned to the MFR for analysis, upon explant. No further details were provided.